Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that the angle sliding parts corroded, which caused the angle to stick. A definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions uretero-reno videoscope olympus urf-v3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the angulation lever was stuck. There was no patient involvement.